Event description:
Event description guidant received information that this ventricular lead had no capture, even at high output settings. The lead impedance was greater than 2500 ohms. The patient has a good underlying sinus rhythm.